Manufacturer narrative:
Product analysis: analysis was able to confirm that the programmer's display was unresponsive to the stylus and touch and power cord compartment door was broken. It was noted that the programmer powered up normally and the touch display was responding correctly with both the stylus and finger touch, after several minutes the curser locked up and a short time later was functional again. The x-y printed circuit board (pcb) was replaced and the issue was resolved. The upper display hinges were worn out. No other anomalies were found. Reconfigured the hard drive and reloaded software. All found defective parts were replaced and all other identified issues were resolved. The programmer then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer's display was unresponsive to the stylus and touch and generated a short beep tone three times while programming the implantable device. Troubleshooting steps were taken to replace the another stylus and performing a hard reboot, unplug the keyboard but the display remained unresponsive. It was also reported that the power cord compartment door was broken. An alternate programmer was used to complete the programming. No patient complications have been reported as a result of this event.